Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss occurred. The patient was unable to remember most of the event, but stated that they experienced feeling dizzy, weak, unbalanced, and lost consciousness at an unknown point. During this time signal loss occurred. An ambulance was called by the patient´s cousin. The patient would have experienced diabetic ketoacidosis and there was a point where she was ¿not breathing¿. The patient was revived and was in a coma for a little over 3 days. The patient was treated with insulin, but no further information was reported regarding this. It is unknown how many days the patient stayed at the hospital. At the time of the report the patient was stable but still suffered from memory loss. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.